Event description:
On (B)(6) 2026, a patient underwent renal biopsy procedure using maxcore device. During the procedure, the needle switch was activated, the sample port failed to lock back in place promptly, exposing the inner needle core externally. Further it was reported that an additional hemostatic needle was required during the procedure to prevent bleeding that could result from repeated punctures. The procedure was completed using another device. The current patient status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent renal biopsy procedure using maxcore device. During the procedure, the needle switch was activated, the sample port failed to lock back in place promptly, exposing the inner needle core externally. Further it was reported that an additional hemostatic needle was required during the procedure to prevent bleeding that could result from repeated punctures. The procedure was completed using another device. The current patient status is unknown.